Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
"Periodontitis: true " I was told that I needed to find out about treatment for my receding gum line before getting bottom liners. My dentist told me my only options would be to get a cleaning and then potentially one day a gum graft. I paid good money for these aligners. I am unable to get a gum graft. I want my bottom teeth treated. I would not have paid for these liners if I knew this would be the case. I would have just went to a regular orthodontist. I'm extremely frustrated and annoyed that I continue to try to reach out and get nothing. My treatment plan gets "updated" and it's the same thing. Unchanged." Email from case #(B)(4) 8/13/2024"

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.